Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that a temperature alarm occurred. Customer¿s blood glucose was 170 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.